Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) implanted in (B)(6) 2014. The patient states that he has to pump his device around 100 pumps to achieve a full erection. The patient confirms that all pumps are done well (side towards side). The patient wonders if there is a problem with the device or something wrong with inflation technique.